Event description:
It was reported that during a ptca the liberte bare stent was implanted but the balloon ruptured when it was inflated to 14atms for less than 15 seconds during the deployment of the stent. The device was removed intact. The lesion being treated was located in the mildly tortuous, calcified and 75% stenotic mid left anterior descending artery (lad). The stent was successfully post dilated with a different device. Patient status is listed as "good".